Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual product issue) issue. The reporter stated that the patient was experiencing high blood glucose levels and wanted the pump reviewed. The blood glucose levels were allegedly 300 mg/dl and no symptoms were reported, which does not meet animas criteria for an adverse event. The pump had reportedly emitted a low cartridge alarm at 6:44 am and an empty cartridge alarm at 6:56 am. No large prime amounts or boluses were between 6:44am low cart alarm and 6:56am empty cart alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2014 with the following results:a review of the black box and alarm history showed an empty cartridge alarm at 6:56am on 01/09/2014 and a low cartridge warning at 6:44pm on 01/08/2014. The low cartridge warning and empty cartridge alarm functioned properly during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.